Event description:
Patient reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture, was received on aug 12, 2021 with lot number 228908. Visual analysis of the returned device identified, underweight, broken shell and others. Missing a piece of shell (0-25%), and fold creases. A microscopic analysis was performed which identified, a crease sharp broken on radius and stress marks. Based on the device analysis, the final assessment is: sharp crease broken on radius assessed, as fold flaw opening. Missing shell assessed, as inconclusive.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.